Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 1 in the auxiliary cabinet was not detected on the communication bus at the station. A field service engineer arrived at the station and found that no issues had been reported. Furthermore, the engineer reseated all the rowboard connections to resolve. A field service engineer also confirmed that there was a delay in dispensing medication to the patient because access to the station was restricted during repairs. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system drawer failed on the m2 pyxis station. Specifically, the main drawer 6 failed to open and was unable to recover. There were no adverse events or injuries reported based on this event.